Manufacturer narrative:
(B)(4). Evaluation summary: the clip delivery system was returned and the reported mechanical jam resulting in difficulty removing the gripper line could not be confirmed during returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. It is possible that procedural interactions (e.g. Unintended curves on the device) or by gripper line unwrapping/removal technique contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacture, or labeling of the device.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the inability to remove the gripper line. It was reported that on (B)(6) 2017, the patient underwent a mitraclip procedure. The clip delivery system (cds) was prepared for use and no issues were noted. The cds was advanced into the patient anatomy and the clip was positioned at the anterior 3/posterior 3 (a3/p3) leaflet segment. Gripper line removability was tested; however, it was not possible to remove the gripper line. The device was removed and a new cds was implanted without issue. No additional information was provided.